Event description:
The iab was inserted into the pt on 12/20/96. After iab for 8 hrs, the iab leaked. The pump alarmed and blood was noted in the tubing (the pt was very balloon dependent). The pt immediately became hypotensive and mins later, arrested. The pt was resuscitated. A 2nd iab was inserted into the pt. As a result of the event, the pt's blood pressure dropped and the pt went on to expire, despite aggressive medical therapy, with the second iab in place approx 3 hrs later. This iab did not malfunction. The contact stated that the event contributed to the pt's death. Event complications: hypotension/expired-reported 1/3/97. Pt's current status: expired-rpt'd 1/3 & 1/7/97.

Manufacturer narrative:
Requested info indicated by "unk" was either not supplied or not known by the contact even after multiple attempts. This follow-up MDR was mailed to the FDA on: 07/08/1997. Evaluation summary: evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.